Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted that the sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified both external and internal valves to be torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that during a procedure to treat atrial fibrillation (a fib), the faradrive steerable sheath clear was used. Air was drawn in during aspiration and the patient experienced air embolism. The patient displayed heavy breathing but did not have any neurologic or cardiac complications. An x-ray fluoroscopy was performed, and no air was seen inside of the patient on imaging. After the air was observed the sheath was replaced. The patient was able to fully recover, and procedure was completed successfully. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation (a fib), the faradrive steerable sheath was used. Air was drawn in during aspiration and the patient experienced air embolism. The patient displayed heavy breathing but did not have any neurologic or cardiac complications. An x-ray fluoroscopy was performed, and no air was seen inside of the patient on imaging. After the air was observed the sheath was replaced. The patient was able to fully recover, and procedure was completed successfully. The device is expected to be returned for analysis.